Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting an m-02 error. Technical support engineer (tse) reviewed the logs and found no errors. The customer stated when she first turned on the integrated electrosurgical unit (erbe) she got c-83 error. Then she power cycled the erbe and got an m-02 error. Tse asked if they had another vision cart available and then did. The procedure was aborted to another vision cart with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found module timeout error generator defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.